Event description:
Md implanted the array spine system in 2005 for an l3-s1 fusion. It was subsequently noted the set screws on the l3 portion of the construct had disengaged. A second surgery was performed 6 weeks later to replace the system.